Event description:
It was reported that a patient with this electrode had received an inappropriate shock due to oversensing of noise. An x-ray taken of the system showed the electrode had been wrapped around the can and had potentially fractured. Artifacts were able to be reproduced during manipulation. At this time, the electrode remains in service and there have been no adverse patient effects reported.

Event description:
It was reported that a patient with this electrode had received an inappropriate shock due to oversensing of noise. An x-ray taken of the system showed the electrode had been wrapped around the can and had potentially fractured. Artifacts were able to be reproduced during manipulation. At this time, the electrode remains in service and there have been no adverse patient effects reported.

Event description:
It was reported that a patient with this electrode had received an inappropriate shock due to oversensing of noise. An x-ray taken of the system showed the electrode had been wrapped around the can and had potentially fractured. Artifacts were able to be reproduced during manipulation. At this time, the electrode remains in service and there have been no adverse patient effects reported. Additional information provided from the field indicated surgical intervention was performed and the electrode was explanted and returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this electrode was thoroughly inspected and analyzed. Visual inspection noted the conductor coils were stretched near the proximal end of the shock coil, and bunched at the distal end. Tissue was noted entwined in the helix and cuts were noted in the suture sleeve area. The overall lead body was curved from its normal shape. The sense a conductor failed resistance testing due multiple conductor fractures. An x-ray confirmed the sense a cable is fractured in several locations ranging from 78 to 92 millimeters (mm) from the terminal pin. The high voltage cable was also fractured approximately 85 and 87 mm from the terminal pin. Based on the analysis results, the fractures appear to be the result of cyclic fatigue.